Event description:
It was reported that the patient was in a car accident after an episode of syncope. X-ray following the accident revealed externalized conductors. Sensing was variable. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.